Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, a response was received from the surgeon indicating that this explant was not due to a device malfunction but to patient related issues. The operative report was provided and indicated that the device was explanted because of regurgitation due to sutures that had torn through leaflets in the previous repair. The surgeon also indicated that the device is not available for return due to infection. The type of infection has not been provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 1 month and replaced with a smaller size of the same model device due to regurgitation. The surgeon's response indicated that this device explant was not related to a device malfunction. Per the (B)(6) 2010 operative report: this is a (B)(6) year old female patient who was an IV drug abuser. About a month ago, she underwent mitral valve repair and tricuspid valve replacement surgery for infective endocarditis. She initially did well. However, she once again went into severe congestive heart failure with lv and rv failure as a result of failed mitral valve repair with severe mitral regurgitation. Therefore, she underwent an emergent redo surgery. She had previously recurrent right pleural effusion and multiple drainage procedures. She clearly had entrapment of her right lung. Once we entered right pleural space, the right lung was completely covered with a thick pleural peel. This had to be completely taken down and removed in order to expand the lung and to get access to the pericardium.... This procedure was done with hypothermic fibrillatory arrest without cross clamping... The valve and subvalvular apparatus was inspected. The previous repair was disrupted because suture cut through the leaflets in the previous repair.